Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the system was explanted and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the bradycardic patient presented in clinic with symptoms of infection. Septicemia and bacteremia were diagnosed per positive blood culture testing. System explant was discussed but could not occur due to the patient had a fever. The patient was given antibiotics.